Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during catheter placement, the sedingger sheath did not advance smoothly. Upon withdrawal, no abnormalities were observed, so it was reinserted. The patient reported discomfort at the puncture site. Upon withdrawal, a tear was discovered in the tear-away sheath at the connection point with the dilator. A new set was immediately opened, and the catheter was successfully placed in the patient. It was reported this occurred with two devices. This report addresses both devices no further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of microintroducer sheath tear is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer were returned for evaluation. One photograph of a product label was also returned for evaluation. Two of the photographs showed the distal end of the microintroducer. Small indentations and buckling of the sheath were observed at the distal tip of the peel-apart sheaths in both photographs. Use residue was observed on both samples in the photographs. However, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. The third photograph showed packaging materials for the microintroducers. The lot#: rekt0840, material #: 3275118, and expiration date: 2028-05-31 were confirmed in the photograph. This complaint will be recorded for future trending and monitoring purposes.